Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and differences between sensor glucose and blood glucose levels. The customer was also alleged possible over delivery anomaly. The customer reported blood glucose value of 44 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884, mmt-332a. Troubleshooting was performed for hypoglycemic event. ER has been using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer was able to upload to carelink. Troubleshooting was performed for the difference between sensor glucose and blood glucose values and fond the insulin delivery was not suspended. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-396a was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted, during testing. The electronic assemblies were inspected and no anomalies noted. However, moisture damage noted, to motor assemblies, during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date (B)(6) 2024, in the pump history file. 10/02/2024, 00:03:27.000 , normal bolus delivered (220): system time = 10/02/2024, 00:03:27.000, bolus programming method: cl1 autobolus (9), bolus amount delivered: 7500 (0.75 u). 10/02/2024, 00:08:05.000, normal bolus delivered (220): system time = 10/02/2024, 00:08:05.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1750 (0.175 u). 10/02/2024, 00:13:03.000, normal bolus delivered (220): system time = 10/02/2024, 00:13:03.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1750 (0.175 u). 10/02/2024, 00:18:03.000, normal bolus delivered (220): system time = 10/02/2024, 00:18:03.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1750 (0.175 u). 10/02/2024, 00:23:01.000, normal bolus delivered (220): system time = 10/02/2024, 00:23:01.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1500 (0.15 u). 10/02/2024, 00:28:00.000, normal bolus delivered (220): system time = 10/02/2024, 00:28:00.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1000 (0.1 u). 10/02/2024, 00:38:01.000, normal bolus delivered (220): system time = 10/02/2024, 00:38:01.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1500 (0.15 u). 10/02/2024, 00:43:03.000, normal bolus delivered (220): system time = 10/02/2024, 00:43:03.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1750 (0.175 u). 10/02/2024, 00:48:01.000, normal bolus delivered (220): system time = 10/02/2024, 00:48:01.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1500 (0.15 u). 10/02/2024 00:53:03.000 normal bolus delivered (220): system time = 10/02/2024, 00:53:03.000, bolus programming method: cl1 microbolus (5), bolus amount delivered: 1750 (0.175 u). Pump passed, functional testing and no alarms or alerts noted, during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.